Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the reported issue is caused by a component failure of the electrosurgical generator. Error e0101 indicates internal abnormality, and it occurs when the communication error occurred between the electronic board. The cable of the internal of the electrosurgical generator had come out and it was found that it had been led to reported issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 field: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the power was connected and the switch was pressed, the olympus logo was displayed, the generator displayed an error e0101. The error was not resolved even after turning the power on and off more than five times. The issue occurred during installation of the device. There were no reports of patient involvement.